Manufacturer narrative:
A photo of the lead by the physician when examined indicates a possible lead to can abrasion breaching the optim sheath though not confirmed as the lead remains implanted. Parameters were normal. If the abrasion did not extend there would be no electrical affect but if it continued there was a potential for electrical function to be affected. This was conveyed to the physician via a representative. The lead remained implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11348. It was reported that the patient presented at the emergency room for congestive heart failure. An abscess was noted on the patient's chest wall likely associated with a surgical site for epicardial leads and the pacemaker pocket. The patient is dependent on the device for normal function. A procedure for pocket extraction and debridement was conducted (B)(6) 2019. The epicardial leads were capped and the atrial and left ventricular ports were plugged. During the procedure, peeling of the outer insulation of the right ventricular lead was noted but lead parameters were normal. The right ventricular lead remained implanted. The patient was released in stable condition.